Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the inner insulation was torn at 6.5 cm from stretching and the inner tubing is intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited null impedance value in bipolar configuration and low impedance value in unipolar configuration one day post implant and that the physician suspects an insulation defect why may have occurred due to stretching of the lead during the implant procedure. It was also reported that a polarity switch occurred and that no atrial electrograms (egm) were visible on the implantable pulse generator (ipg). The lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the inner insulation was torn at 6.5 cm from stretching and the inner tubing is intact. If information is provided in the future, a supplemental report will be issued.